Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report

Event description:
The customer stated that one patient sample (serum) generated a false positive result of 3.868 ug/ml for the architect I-stat troponin assay. The result was questioned, the sample was retested after 10 hours and a negative result of , 0.006 ug/ml was generated. No impact to patient management was reported. The cut-off result the customer is using is 0.028 ug/l.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Returns were not available. Accuracy testing was completed using retained kits of reagent lot 69726un14. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that reagent lot 69726un14 performs per specification. There is not enough information to reasonably suggest a malfunction since the issue involved a discreet sample. Retest of the original sample produced the expected negative result indicating a possible sample integrity issue during the initial run. The architect stat troponin-I package insert provides examples of situations that may cause erroneous results.